Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs and performance testing confirmed the occurrence of the error message (sf180). The evaluation determined that the system fault was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) indicating a battery charger fault. There was no patient injury reported as a result of this incident.